Manufacturer narrative:
According to the facility, a slush drape in their valve pack has leaked. The hole was found at the end of the case when the drape was removed from the warmer and saline and surgical contents were found in the bottom of the machine. Per the facility, "no injury or intervention required at this time. Additional antibiotics were given per recommendation of surgeon and anesthesia." The procedure was able to be completed. No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, a slush drape in their valve pack has leaked. The hole was found at the end of the case when the drape was removed from the warmer and saline and surgical contents were found in the bottom of the machine. Per the facility, "no injury or intervention required at this time. Additional antibiotics were given per recommendation of surgeon and anesthesia." The procedure was able to be completed.